Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the surgeon was able to press the green button but he could not squeeze the handle. The device was not able to fire. There was no patient involvement.